Manufacturer narrative:
Additional information is not yet available for this event. The device is returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during an unknown procedure the device tip broke. As the surgeon was about to use the device inside the patient, the bent tip was noticed. The device was immediately removed from the patient and off the surgical field. There was an unknown amount of delay. There was no harm or adverse impact to the patient.

Manufacturer narrative:
The device evaluation has been completed. Additional information has also been received for this event. This supplemental report is being submitted to provide this information. No patient information, demographics, pre-existing conditions, will be provided. The procedure was therapeutic. The name of the procedure is not available. The event occurred before actual usage. The delay caused by the event was minimal. The device was inspected before use with no anomalies noted. No other device information is available. It is not known who trained the physician nor if the physician is experienced. The device history record review confirmed that the device lot had no anomaly in inspection. A thunderbeat tb-0535fc type s lot# kr114349 imprinted on the handle was returned for evaluation due to broken tip. The reported complaint of probe broke was confirmed. Visual inspection on the received condition was performed on the device; there is some tissue build up on the distal end. The ptfe pad (teflon pad) is slightly worn at mid-section, but no metal exposed. The probe completely broke off, and the broken piece was returned with the device. The probe fragment is measured 16 mm in length. The remaining portion of the probe was measured about 3mm in length and has jagged edges. Also, observed that the proximal end of the probe appeared to be slightly bent on one side. After cleaning off the dried tissues, noted no charred marks or deep scratches found on probe. The device was then checked with the usg-400/esg-400 and found both switches working, and the activation tone is normal. The wiper movement and its gold insulation are normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Due to probe beingbroken, the device failed the probe check. The exact cause of the event cannot be exclusively identified. However based on past investigations, the peeling of the tissue pad and error occurred is likely occurred by the following scenario: the exact cause of the event cannot be exclusively identified. However based on past investigations, the broken probe possibly occurred due to contact with a surgical instrument or the non-insulated area of grasping section. The detailed step-by-step scenario is below. Contact with a surgical instrument: during output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. The probe broke with added load. Contact with non-insulated area of grasping section: the distal end of the tissue pad was worn away because seal & cut output was activated while grasping nothing (including the case the user kept activating after cutting tissue). The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. Seal & cut output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. The probe broke with added load. The instructions for use includes the following statements: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. The thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.